Event description:
It was reported that the patient was unable to charge the scs ipg with the charger due to the ipg having flipped and tilted in the pocket. The patient underwent an ipg pocket site revision procedure where the pocket was repositioned from the left buttock to the left abdomen. The patient was released from the hospital shortly after successfully programming the device.